Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental finding of fluid ingress. The reported kink in the black power cable of the system controller was confirmed via visual analysis. The heartmate iii system controller, serial # (B)(6) , was returned for analysis and a log file was downloaded for review spanning approximately 5 days ((B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. There were no notable alarms in the log file. Pump operation was not affected. During testing a kink in the black power cable was observed. The system controller was able to pass all stages of testing. The controller was able to operate on a mock loop for an extended duration. The black power cable was stripped and the underlying wires beneath the kink were observed to be slightly kinked as well. The system controller was able to operate as intended, despite the damage to the cable. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller, serial# (B)(6) , was manufactured in accordance with manufacturing and qa specifications prior to being initially ordered on 14apr2017. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment explain how to properly care for the equipment and contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's modular cable was twisted and could not be straightened out. The black power cable of the system controller was also twisted and could not be straightened. The patient's system controller and modular cable were exchanged. The patient tolerated the exchanges well and had no issues.